Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the battery was broken and corroded upon receipt. The issue was found at distributor inventory during inspection. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected. Review of the device history record for (B)(4), lot number z000008540, identified no relevant deviations or anomalies. Product examination could not be performed because while the complaint product was returned to zimmer biomet, it was not routed to post market surveillance. This complaint cannot be confirmed. The root cause of the reported event could not be specifically determined with the provided information. It cannot be determined how or when this issue occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.